Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) effective stimulation therapy was never established for the patient. A sjm representative met with the patient and attempted reprogramming of the patient's system, however the issue persisted. In addition, the patient's lead exhibited high impedance values. The patient stimulation was left as it was, and x-rays were ordered. Follow-up identified surgical intervention is planned to address the issue.